Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath tip was bent and ¿misshapen.¿ the sheath did not resume its shape when handled. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.